Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. The device remains implanted in the patient.

Event description:
It was reported that a patient will undergo a revision surgery for reasons unknown.

Manufacturer narrative:
Please note corrected information in h6 results, conclusion & clinical codes: the reported event could be confirmed, since the need for a revision could be confirmed based on the received CT-scans. The complaint was forwarded to medical affairs for review with following result: "the CT-scan shows the tar in place and status after subtalar fusion (arthrodesis) with one screw in place. The tibia component shows some radiolucency and cyst formation around it, especially in the anterolateral regions. There is also some subsidence anteriorly. As far as can be assessed on a CT-scan, the pe-liner looks intact. The retrieval of the liner can provide definitive answers on that. The talar component has subsided slightly as well, mostly in the anterior region. No definitive signs of loosening. The implant components look intact, the indication for revision most likely is related to patient-related factors. Without further clinical information, root cause determination (bone quality, infection, instability etcetera) is not possible." A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. No product related issue could be detected. Based on the evaluation of the available information, the root cause was attributed to a patient related issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that a patient will undergo a revision surgery for reasons unknown.